Manufacturer narrative:
The lot complaint history and device history record (DHR) were not reviewed as no lot information was available for this complaint. The turbid combined pak was visually inspected and no obvious defects were found. The drip chamber, the probe and the infusion cannula tip were cut off and were not returned with the sample. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample was tested with the lab stock administration, infusion cannula and probe manifolds. The sample could prime, tune with the ultrasonic handpiece, the 0.9 millimeters (mm) air bypass system (abs) tip and infusion sleeve from the lab stock, and pass intraocular pressure (iop) calibration successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an aspiration failure occurred in the ultrasound (us) phase during a cataract-vitrectomy combination procedure. The procedure was completed without product replacement. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).